Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 device and the reported bleeding could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The heartmate 3 device serial number as well as other specific case/patient information, is not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e: this event was reported by the patient without any contact information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient dropped their battery and the driveline had some bleeding.